Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable "transaminase" results for 1 patient sample and questionable ggt (gamma-glutamyl transpeptidase) results for 1 patient sample on a cobas c 303 analytical unit. Sample 1: the initial "transaminase" result was 200 u/l (obtained on another module). The sample was repeated on the alleged module, and the result was 300 u/l. It was not specified whether the results were ast or alt. Sample 2: the initial ggt result was 800 u/l (obtained on another module). The sample was repeated on the alleged module, and the result was 1111 u/l. It was noted that confirmation testing was performed on another module, and the results yielded the same values as the initial results for both tests.